Event description:
During a remote follow up, undersensing was observed on the device. Technical support was contacted and recommended further investigation by in clinic follow up. No intervention has been performed at this time. The patient was stable and will continue being monitored.